Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation, light-headedness and muscle spasms. The right atrial (ra) lead exhibited dislodgement, noise on the electrograms (egm), no capture, unstable thresholds, no capture thresholds, no pacing, no sensing, undersensing, an increase in impedance and threshold values and also failed a atrial lead position check. The right ventricular (rv)lead exhibited dislodgement, oversensing of atrial events resulting in "only atrial events (p-waves) and "far-field" r-waves sensed on ventricular channel" and atrial capture in ventricular channel. Repositioning was attempted, but unsuccessful due to patient anatomy. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal low voltage electrode of the lead was covered in body tis sue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. If information is provided in the future, a supplemental report will be issued.